Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), observed on a patient's left eye one day post lasik treatment. Reporter indicated the patient was placed on increased topical steroid eye drops. Patient complained of foreign body sensation. Upon additional follow up, reporter indicated the issue was resolved and patient was happy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).